Manufacturer narrative:
Further device evaluation results are as follows: the rubber part was missing on the rear cover packing, there was corrosion on the charged couple device pins; the cable had kinks, the device failed the leak test on the camera head rear cover; and there was a faded label on the rear cover. Reviewed DHR of the subject device confirmed that the device was shipped in accordance with specifications. It has been almost 5 years since the subject device was manufactured. The root cause of the event in question could not be identified. It is presumed that no image was displayed due to a communication failure caused by a faulty cable and the faulty cable was caused by disconnection due to the kinked cable. For damage to cable, according to reviewing the instruction manual at the time of product shipment, it was determined that the indicated phenomena can be prevented. Do not coil the camera cable with a diameter of less than 20 cm.the camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled.the camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable.the camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the connection dropped during the paraoesophageal hernial repair and a less than five minute procedural delay occurred. Another similar device was used to complete the procedure. There were no other error messages that occurred because of the failure. Other procedural details were requested but not provided. No patient harm was reported. The device was returned and evaluated, and there was no image displayed on the monitor due to a faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.